Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced cloudy fluid. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. The patient was treated with unspecified drug (dose, route and frequency not reported) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was temporarily discontinued. No additional information is available.

Manufacturer narrative:
It was reported during follow up that the patient developed peritonitis manifested by cloudy fluid. Twenty days after the event onset, peritonitis was ongoing, the patient was hospitalized, pd therapy was discontinued, the patient's catheter was removed and they were started on hemodialysis. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes and frequencies not reported) for peritonitis. The cause of peritonitis was unknown. At the time of this report, the patient has not recovered from the event and hospitalization was ongoing. Should additional relevant information become available, a supplemental report will be submitted.